Event description:
Complainant alleged that during functional testing, the electrodes caused the associated defibrillator to display ' check pads" and "poor pad contact" messages. Complainant indicated that there was no pt involvement in the reported malfunction.